Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a f/u report will be submitted. Date report submitted to FDA by MFR: 01/28/2011. Date the initial reporter provided the info to the MFR: (B)(4) 2011.

Event description:
It was reported the irrigation pigtail broke during use of the catheter. There were no consequences to the pt.